Manufacturer narrative:
No evaluation possible at this time. The device has not been removed from the patient nor has the identifying part and/or lot number(s) been provided. No additional information is known or has been provided at this time. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A patient who previously underwent revision surgery to remove and replace 3 backed out arsenal set screws at the l5-s1, has been found to have additional backed out set screws at the opposite end of the construct.